Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes (blurry vision). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved and that the initial concern was resolved- able to establish contact with customer who stated her condition remained the same and she was still experiencing the blurry vision. Customer stated she was going to call her doctor that day regarding the blurry vision. Customer stated the initial issue has been resolved. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had spoken with the doctor the day before regarding the blurry vision. The diagnosis had been high blood glucose and the doctor increased metformin dosage from 500 mg to 1000 mg twice a day. Customer attributes the symptoms to her diet.

Event description:
Consumer reported complaint for unknown error message. The customer reported experiencing blurry vision; medical attention was not needed at the time of the call. Customer stated she had obtained the error the night prior but did not recall the exact error message. During the call, a blood test was performed by the customer fasting and produced test result of 199 using true metrix go meter. Customer stated the result was high but that it was due to having a pumpkin muffin late the night before. The test strip lot manufacturer¿s expiration date is 11/27/2026; product storage and open vial date were not provided.